Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. The sst (strip simulator tester) tests found the bg (blood glucose) meter to be reading correctly. The pdm (personal diabetes manager) was found to function as intended. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and emergency room visit was found. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h / 2016. Checking your blood glucose 7 / page 81: warning: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose 7: page 95: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The mother reported her daughter's blood glucose levels reached 700mg/dl. Patient went to emergency room, was diagnosed with hyperglycemia and high ketones. She was treated with IV fluids. Patient's mother stated the blood glucose meter was reading incorrectly.